Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be detected/prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ additionally, the foreign material adhered to air/water channel and air/water cylinder was unable to be identified. No report on deformation/breakage of air/water channel or air/water cylinder. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for microbial contamination. The scope tested positive for unspecified mesophilic aerobic bacteria. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination (no detection.) The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The specific steps taken during the cleaning sterilization and disinfection (cds) were not provided. During the device evaluation it was uncovered that there was whitish gelatinous foreign material inside of the air/water tube and inside of the air and water cylinder. These findings are also reportable events caused by insufficient cleaning or handling of the scope. It was also observed that the suction, air/water cylinders were discolored. It was observed that the bending angle in the right direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the plastic distal end cover had a scratch. It was observed that the nozzle was deformed. It was also observed that the adhesive around the objective lens had a pinhole. It was observed that the adhesive around the light guide lens had a crack. Also, the light guide lens itself had a chip. It was also observed that the adhesive on the bending section cover was detached. Lastly, it was observed that the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.